Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. Patient said since implant, they haven't gotten the results they were expecting. Patient said they have diarrhea every day and it's kind of uncontrollable. Patient said today, "I pooped all over myself" and had to go home from an appt. Patient said they don't have the urgency like they did before the ins and they only have to get up 1 time a night, but when they do get up they are always wet. Patient said they mainly just have leakage at night so they are still wearing a pad. Patient said they've made a few adjustments and have increased stim. Patient said about 2 weeks ago they noticed stim was uncomfortable when they sit. Patient said they think maybe the stimulation could be up too high because they've increased it too high before and noticed it was uncomfortable so they decreased stim. Reviewed general therapy guidelines and therapy optimization options. Recommended options for patient: to decrease stim until stim sensation is comfortable and monitor symptoms or they could try a new program. Patient said they will decrease stim on their own and monitor their symptoms. Additional information was received from the patient. They reported that it was unknown if the cause of the stim output being too high was determined. However, they stated that it was likely caused by device settings. In an attempt to resolve the issue they changed to program 2, but noted that it's unknown if it is resolved. They stated that they're trying different settings on program 2, and it's getting better but not there yet. Additional information was received from the patient. They reported that they made an appointment with their urologist because they're having a hard time getting the device adjusted to fit their needs. Patient reported that they took an x-ray and have not heard the results. Patient adjusted the device to program 4 at a level of 1.2. Patient was previously on program 3 at 1.2. They noted that they experienced a stinging sensation and pain at "sight of device". The patient turned the setting down to 0.7. They noted that they turned it up mainly because they had so much loose stools. The current program 4 is helping that and the leakage although patient noted still having the urgency. Patient noted that "change is not immediate with me they though" and noted it might have "hurt" the nerves so it will take more time. Patient noted that "it seems to be a process getting this just right, but I'm willing to work on it."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.